Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 5.7 mmol/l at the time of the incident. It was reported that buttons were not working and that sometimes they had to be pressed multiple times to work. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm confirmed in the pump history and during self test due to broken trace on the keypad assembly. Unit was received with cracked select button keypad overlay, minor scratched lcd window, scratched case and faded serial number label.